Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke off inside the patient after 74,335 joules and 10:09 minutes of use. The physician was able to observe the detached part through the camera. The procedure was completed with a second fiber without clinical consequences to the patient. It was noted that the tip of the fiber was not cleaned. The physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm). The irrigation solution was positioned at least 106 cm higher than the level of the endoscope/ cystoscope. The irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) was used to further increase liquid cooling effect reducing the risk of fiber tip damage. It was observed that the flow valve opened and fluid was coming out of the metal cap window.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke off inside the patient after 74,335 joules and 10:09 minutes of use. The physician was able to observe the detached part through the camera. The procedure was completed with a second fiber without clinical consequences to the patient. It was noted that the tip of the fiber was not cleaned. The physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm). The irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope. The irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) was used to further increase liquid cooling effect reducing the risk of fiber tip damage. It was observed that the flow valve opened and fluid was coming out of the metal cap window.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the as reported detached fiber tip event is confirmed as analysis identified glass and metal cap detachment. The metal cap and glass cap were detached and were returned although part of the glass cap was missing. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including circumferential fracture and glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed the metal cap and glass cap were detached and were returned although part of the glass cap was missing. The metal cap exhibited severe debris adhesion on surface, indicative of prolonged tissue contact. The level of devitrification could not be determined due to part of the glass cap being missing. The fiber was functionally tested with the hene (helium - neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and can rotate the fiber as intended. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion analysis of the returned fiber identified the metal cap and glass cap were detached and returned although part of the glass cap was missing. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. These factors are likely to cause metal and glass cap detachments. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.